Event description:
Customer using accu-chek softclix plus lancet device. Customer reports lancet device needle will not retract. Location of testing not provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek softclix plus lancet device cat# 04628349001.

Manufacturer narrative:
The suspect product is the softclix lancet device.